Manufacturer narrative:
(B)(4). The institute was reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a laser vision correction patient presented with epithelial ingrowth in the left eye post treatment that required the flap to be relifted to remove epithelial ingrowth.